Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the surgeon attributed the erosion to thin skin often associated with elderly patients. The only viable intervention available was the explant of the ins and extensions that occurred. The event had been resolved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The rep reported that the ins had corroded through the patient's skin and that the ins and portions of the extensions were explanted. The rep reported that the leads remained implanted and were connected to the portions of the extensions left in the patient at the lead/extension connection. No device issues were reported. No further patient complications have been reported as a result of this event.